Event description:
It was reported the system displayed an a/d channel error. The field engineer reported the system was not able to boot up as a result of this error. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb board and f8 fuse were evaluated and replaced. The system was tested and found to be working as intended and returned to service.